Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture (loc). The physician suspected that there was microdislodgement. The patient did not experience syncope or asystole. Subsequently, the rv lead was repositioned and great numbers were attained. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.